Manufacturer narrative:
Concomitant medical devices: 419678 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient is an avid runner and complains that their heart rate does not increase like it used to, before the new device was implanted. No additional information could be obtained. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.